Event description:
Pt underwent a low anterior resection and transverse loop colostomy on 10/4/99 for ca of sigmoid and rectum. Lesion was removed. The energy experience of activity machine was applied through the anorectal canal and doctor performed anastomosis. When the anastomosis was seen to have a minor leak the anastomosis was redone. A transverse colostomy was performed as the surgeon stated an inflammatory reaction was noted from previous radiation to the area. The surgeon questioned if the energy experience of activity actually fired. He did not hear it fire- he pressed staples together very forcefully.